Event description:
It was reported that a 3.5 mm diameter x 12 mm length nc sprinter rx balloon dilatation catheter was used to complete deployment of an endeavor rx drug eluting coronary stent in the prox rca # 2 as the balloon on the sds burst during deployment (MFR report# 2953200-2009-01253). However, it was reported that during post dilatation, the balloon of relevant device also ruptured on second inflation at approx 18 atms. The target lesion, located in the rca # 1-3 was described as moderately tortuous, severely calcified with 75% stenosis and was pre-dilated. Prior to this, an endeavor rx stent was deployed at rca # 3; however, the balloon ruptured at 5 atms (MFR report# 2953200-2009-01251) and the half dilated stent was post dilated with a nc sprinter rx balloon catheter which also ruptured at 15 atms (MFR report# 2953200-2009-01252). It was reported that a third endeavor rx stent was deployed with no issue; then a fourth endeavor rx was deployed at rca # 1 and balloon ruptured was experienced again (MFR report# 2953200-2009-1255). The half dilated stent was post dilated with another manufacturer balloon catheter and the procedure was completed. The physician commented that no issues were noticed during preparation of the medtronic devices involved in this event. He also commented that pointed part of the diffuse stenosis might have caused the series of balloon ruptures. The patient is reported to be fine and no other sequelae were reported medtronic has received the device and its analysis has been completed. The distal shaft was kinked approximately 18 cm proximal to the balloon bond. The balloon had been inflated. A small amount of blood residue was evident in the balloon. There was a hardened, crystallized substance in the balloon and inflation lumen. Visual inspection confirmed the presence of scratch marks and damage on the balloon material and on the tip of the device. Negative purge on the device confirmed the presence of a leak as a continuous stream of air was emitted from the device. Attempts to pressurize the device to 10 atms failed and the device failed to hold pressure. Liquid was confirmed to be exiting through the balloon material at a site of damage proximal to the tip seal bond on the distal cone of the balloon. It was reported that the device was inflated on two occasions and that the balloon leak occurred on the second inflation. Communications from the account confirmed that there were no issues encountered with the device during preparation. Based on the damage to the balloon material and tip, it appears most likely that the balloon and tip were damaged on a sharp point of calcified plaque, during advancement resulting in damage to the balloon. The balloon held pressure for the first inflation but a hole in the balloon material occurred on the second inflation to 18 atms.

Manufacturer narrative:
(B)(4): evaluation results: (calcified plaque present at lesion site).